Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic abdominal incisional hernia surgery, the cartridge could not be connected to the tacker. Closure was performed using reinforcement suture.